Event description:
Bipap alarming that the ventilator was inoperable, and shortly after, the screen went black. Bipap was off when respiratory therapist arrived in patient's room. The unit was exchanged. No adverse outcome to the patient. Bipap brought to biomedical engineering department for evaluation. Corrective action: biomed technician found that error codes indicated that there was a defective front panel. Front panel replaced, tested, and verified proper operation. No return of error codes. Unit returned to service.